Event description:
Citation: s.m. Flanagan, d. Hunter, et al. Use of liquid embolic agents in the treatment of aortopulmonary collaterals in pediatric patients with congenital heart disease. Jvir ¿ scientific session - sunday s43. Medtronic (covidien) received information during literature review that the use of liquid embolic agents including trufill n-butyl cyanoacrylate (nbca) and onyx in the treatment of aortopulmonary collaterals (apcs) in pediatric patients with various congenital heart diseases (chd). Trufill glue or onyx 18 was used, and the volume of liquid embolic injected per (apc) ranged from 0.3 to 2 ml. Two procedure complications included a non-retrievable common iliac artery onyx fragment without limb ischemia and small area of chest wall ischemia.

Manufacturer narrative:
This report was created to capture the complications related to the onyx.the onyx will were not returned for evaluation as they were consumumed in the events; therefore the complaint could not be confirmed, and the event causes could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).